Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 25mm epic plus mitral valve was chosen for a procedure. The valve was implanted. Two hours after the procedure, it was noted that the leaflets did not work properly and loss of patient life. The cause of death was cardiac arrest. The physician mentioned the cause of death was implanted device.

Event description:
It was reported that on (B)(6) 2026, a 25mm epic plus mitral valve was chosen for a procedure. The valve was implanted. Two hours after the procedure, there was a difficulty with valve leaflets opening and closing was noted and patient had lost life. The cause of death was cardiac arrest. The physician mentioned the cause of death was implanted device.

Manufacturer narrative:
An event of leaflets not being coapting after implant, cardiac arrest and patient death was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. This includes functional testing of the device which ensures proper cuspal coaptation and hemodynamic performance. Based on the information received, the cause of the reported event could not be conclusively determined. Per the information available abbott cannot further speculate on why the reported event occurred. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Based on medical review: it is less likely for the decreased leaflet motion to be related to thrombus formation particularly within 2 hours post-implant. It is also unlikely that the leaflet was not moving due to suturing since this would have been noticed much earlier. The exact cause of death remains unknown, but most likely is procedure related.